Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was alone at the time of passing. Review of the download data, indicates the patient received five appropriate shocks and 19 additional shocks in response to svt (supraventricular tachycardia) amplitude oversensing and CPR/motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The device started up on (B)(6) 2020 at 19:19:16. The device detected svt at 150 bpm at 10:59:00 on (B)(6) 2020. Gel was released at 11:00:00. The patient experienced an inappropriate treatment at 11:00:12 when the patient's rhythm was svt at 150 bpm. The patient's post-shock rhythm was also svt at 150 bpm. The response buttons were pressed from 11:00:29 to 11:00:32. The device detected ventricular tachycardia (vt) at 150 bpm at 11:07:51. The response buttons were used from 11:08:08 to 11:10:01. At the time of the second treatment the patient was in vt at 150 bpm, and the patient's post-shock rhythm was also vt at 150 bpm. The response buttons were again used from 11:11:50 to 11:11:52. The patient experienced a third treatment at 11:13:27 when the patient was in vt at 150 bpm, the post-shock rhythm was also vt at 150 bpm. There was prolonged response button use from 11:13:28 to 11:20:12. The patient received the fourth and fifth treatments at 11:21:47 and 11:22:18 while the patient's rhythm was vt at 150 bpm, and the post-shock rhythm was also vt at 150 bpm. The response buttons were used from 11:22:27 to 11:22:28. Per the holter information the patient was in vt at 150 bpm with varying hr slowing to vt at 140 bpm. The rhythm then transitions to sinus tachycardia at 100 bpm slowing to sinus rhythm at 60 bpm. The rhythm transitions again to an idioventricular from 20 bpm slowing even further to an idioventricular rhythm less than 10 bpm degrading to asystole with intermittent cardiac activity from 11:23:16 until 11:45:17. From 11:45:35 until 12:07:59 the device was detecting asystole with CPR artifact. The sixth treatment was delivered at 12:10:16 when the patient's rhythm was vf (ventricular fibrillation) that was induced by CPR with the post shock rhythm being asystole with CPR/motion artifact. Treatments 7-9 occurred at 12:12:02, 12:12:39, and 12:13:18 while the device was detecting the patient's rhythm at idioventricular rhythm at 90 bpm with amplitude oversensing, the post shock rhythm was also an idioventricular rhythm at 90 bpm with amplitude oversensing. Treatment 10 was at 12:13:47 when the patients rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing. The post shock rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing and pvcs. Treatment 11 occurred at 12:15:31 while the patient's rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing, and the post-shock rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing and quadrennial pvc's transition to asystole. Treatment 12 was at 12:15:57 while the patient's rhythm was asystole with amplitude oversensing, the post-shock rhythm was an idioventricular rhythm at 90 bpm with amplitude oversensing and pvc's. Treatments 13 and 14 occurred at 12:16:39 and 12:17:06 when the patient's rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing and the post shock rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing and pvc's. Treatment 15 and 16 occurred at 12:17:47 and 12:18:22 when the patient's rhythm was an idioventricular rhythm at 90 bpm with amplitude oversensing and pvc's. The post shock rhythm for treatment 15 was idioventricular rhythm at 90 bpm with amplitude oversensing with quadrennial pvc's, and the post shock rhythm for treatment 16 was idioventricular rhythm at 90 bpm with amplitude oversensing. Treatment 17 was at 12:18:44 when the patient's rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing and the post shock rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing and frequent pvc's. At 12:21:30 the patient received an 18th shock when the patient's rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing and pvc's, the post shock rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing. Treatments 19-22 occurred at 12:22:00, 12:22:24, 12:22:53, and 12:24:16 when the patient's rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing. Treatment 19, 20, and 22 had a post shock rhythm of idioventricular rhythm at 90 bpm with amplitude oversensing, and treatment 21 had a post-shock treatment of idioventricular rhythm at 90 bpm with amplitude oversensing and pvc's. Treatment 23 was at 12:27:16 when the patient's rhythm was idioventricular rhythm at 90 bpm with amplitude oversensing, and the post shock rhythm was idioventricular rhythm at 90 bpm with motion artifact. The electrode belt was disconnected at 12:33:21 on (B)(6) 2020 directly after treatment number 24. Treatment 24 was at 12:33:44 with a rhythm of idioventricular rhythm at 90 bpm with amplitude oversensing and motion artifact and a post shock rhythm of ECG interference/disconnection. The patient passed away on (B)(6) 2020 between 10:30am-11:30am.